Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose values around 250 mg/dl despite site changes and later a full supply change, with no device alerts or occlusions reported and with recent adjustment to a higher glucose target. Symptoms included elevated blood glucose and frustration. Outcomes included continued use of the device with glucose trending downward after supply change, phone restart and algorithm-driven corrections, without injury or medical intervention. Investigation included complaint handling with troubleshooting, infusion set replacement, confirmation of successful insulin delivery resumption, and education on device operation and target settings. Investigation of this case revealed no confirmed device malfunction and that insulin delivery resumed normally after a complete supply change. It was concluded that the cause of the hyperglycemia was unclear and that the device functioned as designed after supplies were replaced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.